Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. Patient said they took miralax. Additional information was received from a consumer. It was reported that their wire had moved and they had discharge on their bandage. No further patient complications are anticipated or expected as a result of this event.